Manufacturer narrative:
The devices associated with this report were not returned. The asr devices were reportedly explanted. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). The stem version was reported as changed but the device remains implanted. Review of the stem device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt has grinding/ratcheting in hip post replacement surgery. Pt was revised to address dislocation. It was reported that the dislocation was likely because the pt was an amputee on contra lateral side and possibly because the stem did not have enough anteversion. The stem version was changed; however, it was not replaced.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.